Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the final step on the robot- closure of the peritoneum on a laparoscopic robotic bilateral inguinal hernia repair, loop of the suture broke on the first two sutures while utilizing standard closure of peritoneum. The device was opened or removed from the packaging for 10 minutes prior to use. A third suture was opened with no issue. There was no patient injury.